Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a high impedance issue, specifically on electrodes 4, 10, and 13, with impedance values ranging from 29,090 to 40,000. This issue resulted in a loss of stimulation. The patient had an ongoing impedance issue after a car accident, with three electrodes showing impedance problems. Reprogramming was performed around the high impedance electrodes using dtm programming. The issue remains unresolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.